Manufacturer narrative:
Product returned was evaluated and complaint has been confirmed. The defect was with the manometer needle getting stuck and not reflecting the true pressure being provided by the hyper bag. There are 6 ccs associated with this defect from within the last year. There is currently a continuous improvement project that has been implemented to release the premium manometer across all skus that has been shown to resolve the defect. This project is set to be completed (B)(6) 2021.

Event description:
The customer alleges manometer does not hold pressure when used. No patient injury reported.

Manufacturer narrative:
A follow up MDR will be submitted once the investigation is complete.

Event description:
The customer alleges manometer does not hold pressure when used. No patient injury reported.